Event description:
This is a report of peritonitis in a patient (born in 1935) coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis manifested by cloudy effluent. On the same day, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. The patient started treatment with ciprobay (0.01gm, 4 times, route not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.